Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with two (2) patient samples that resulted negative with the simplexa covd-19 direct assay, but had previously tested positive on the same simplexa assay lot. Run analysis of simplexa results showed 2 patient samples that resulted as follows: - sample ID (B)(6): positive s gene (CT = 30.5) and orf1ab (CT = 27.8) on (B)(6) 2021 at 1951, negative on (B)(6) 2021 at 2207. - sample ID (B)(6): positive s gene (CT = 30.4) and orf1ab (CT = 29.2) on (B)(6) 2021 at 1951, negative on (B)(6) 2021 at 2207. The initial runs CT values are within the expected detectable range. After following up with the customer, the customer said there is a lot of dust inside the cycler from the consumable cover rubbing on the hanger. This can interfere with the optics. A fse was requested to go to the customer site to clean the instrument and check it's performance following the service. (Dom: 03/30/21) batch record review showed the critical component, reaction mix mol4151, lot# us12016, met all qc release criteria prior to kit release. Mol4151, lot# us12016 were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 26.4 (s gene) and 27.0 (orf1ab) and the internal control avg CT = 31.2. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both s gene (avg CT = 26.9, 26.3) and orf1ab (avg CT = 28.2, 28.1) were detected on all replicates. No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness." The investigation conclusion is pending the fse visit to the customer site for cleaning of the instrument.

Event description:
Diasorin molecular llc received a complaint alleging false negative results with two (2) patient samples that resulted negative with the simplexa covd-19 direct assay, but had previously tested positive on the same simplexa assay lot. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the initial simplexa assay positive result. No alleged harm occurred. Patient information and patient sample collection method was not provided.